Event description:
It was reported that the bd bactec¿ fx40 instrument produced a false positive result. Confirmatory testing was performed with the results returning as negative. The erroneous results were not reported to clinicians, and there was no adverse impact to the patient. The following information was provided by the initial reporter: "false positive. Was this qc, survey or patient samples? Patient samples. What was the result of the bd test? Positive. What confirmatory testing was performed and what was the result? Negative. Were results reported to a clinician? No. Were any patients treated based on erroneous results? No. Are log files or plots available? No. Was there negative medical impact to the patient and if so what was it? No. Was there any delay of treatment due to the issue? Not applicable. Did patient samples need to be recollected? Not applicable. What is the current medical status of the patient? Not applicable.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx40 instrument produced a false positive result. Confirmatory testing was performed with the results returning as negative. The erroneous results were not reported to clinicians, and there was no adverse impact to the patient. The following information was provided by the initial reporter: "false positive 1. Was this qc, survey or patient samples? - patient samples. 2. What was the result of the bd test? - positive. 3. What confirmatory testing was performed and what was the result? - negative. 4. Were results reported to a clinician? - no. 5. Were any patients treated based on erroneous results? - no. 6. Are log files or plots available? - no. 7. Was there negative medical impact to the patient and if so what was it? - no. 8. Was there any delay of treatment due to the issue? - not applicable. 9. Did patient samples need to be recollected? - not applicable. 10. What is the current medical status of the patient? - not applicable."

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec fx40 (p/n 442296, s/n (B)(6)). Customer inquired about results issues on their instrument. A field service engineer verified that lab temperature, instrument temperature and power supply, finding no abnormalities. The fse found the instrument working without error. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to agitation issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.